Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
Complaint file (B)(4) states a patient death. This complaint was reported by option healthcare on (B)(6) 2022 regarding cadd solis vip pumps (p/n 21-2120-0105-01, s/n (B)(4)) and (p/n 21-2120-0102-51, s/n (B)(4)). Event date according to complaint form is (B)(6) 2022. Serious adverse event and possible death. Very little information regarding the event is known/provided only states the patient died. The medical center states regulatory/ competent authority have been informed. They are requesting the logs of the pumps to be downloaded as a search warrant has been issued by the state of (B)(6). Date of death is unknown.

Manufacturer narrative:
Other text: additional event information emails received (updated b5). D5 is unknown, no information provided to date.

Event description:
Additional information received via email 09-may-2022 and attached to complaint: customer is asking us to provide the ehl - it sounds like there might be a search warrant at issue here. Additional information received via email 11-may-2022 and attached to complaint: legal team rep was able to discuss this matter with customer. There is no allegation that the pumps malfunctioned. The event history log (ehl) downloads are needed as part of a criminal investigation. The pumps will be returned to manufacturer to download the event history log (ehl) and provide them to customer as soon as possible. Additional information received via email from customer (director-quality and risk management) on 12-may-2022 and attached to complaint: we will not be sending these pumps to you for download. Please call me directly if you have any questions or concerns.